Manufacturer narrative:
Information was received via published literature. Please reference the attached literature, "implant survivorship and clinical outcomes of the bigliani-flatow shoulder prosthesis at a mean of five years: a post-marketing surveillance study from three centres". The following sections could not be completed with the limited information provided. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided.

Event description:
It is reported that two patients underwent shoulder arthroplasty revisions due to stiffness. No further information provided.